Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap hysterectomy, the jaw became not to open when the device was used to seal the broad ligament of the uterus of the uterus side and to lift up the uterus. The upper jaw came off when it was opened forcibly. The broken pieces were retrieved from the patient with a forceps. There was no tissue damage. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Additionally it was noted that the upper jaw was detached from the instrument. It was not returned with the instrument. Testing with the generator (rf-60) demonstrated that the hand activation was functional and there was energy to the instrument. Because of the missing upper jaw no jaw performance could be tested. The lower jaw was inspected and it was noted to have damage at the jaw retention pin. The damage to the pin interface was similar to that of a forced jaw. It is possible that if too much tissue was grasped by the jaw, the jaw could be damaged in this way. We are investigating a lack of adhesive robustness along the surface of the ceramic, which could lead to adhesion failure and the electrode separating.